Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had caused an allergic reaction with itching and localized swelling at the insertion site. Patient advised to take benadryl or apply topical hydrocortisone cream for itching. No known medical intervention reported.

Event description:
It was reported that a bd nexiva closed IV catheter system had caused an allergic reaction with itching and localized swelling at the insertion site. Patient advised to take benadryl or apply topical hydrocortisone cream for itching. No known medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one 22ga nexiva unit within a sealed package from lot 7172905. All components were present and intact. Lot 7172905 was built and packaged on nfa line 2 from (B)(6) 2017 through (B)(6) 2018 for the quantity of (B)(4). Review disclosed 2 non-related (B)(4) (incomplete seal) and 200697993 (damage tip shield) were initiated and disposition of the product, root cause and corrective action(s) were applied according to the quality control plan. All other challenge, set-up and in process were performed per quality control plan and all passed per specifications. The analysis of peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis disclosed that due to low occurrence and limited severity, current risk is acceptable. As there were no known defects with the product, no risks were specifically outlined. Product is designed with no natural rubber latex and non-pyrogenic. Visual observations: the unit did not display any physical-mechanical damage. All components were present and intact. Product is not expired. The package is properly sealed. Pyrogen test results passed per specifications. No foreign matter was observed. The photo displays an arm where a slightly red circle is observed. Although redness at the insertion area was observed on the photo provided by the customer, the source that caused the failure experienced by the customer could not be determined. The representative unit received for evaluation did not display any adverse characteristics that would contribute to the defect the customer experienced. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.